Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that during thr procedure, while inside the patient the reflection ball jnt screwdriver shaft broke. The procedure was completed without delay with an smith & nephew backup device. No patient harm or additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, the device broke during a thr; however, the case was reportedly finished with a s+n backup device without reported patient harm, surgical delay, or retained foreign bodies. No further complications were reported and the patient is reportedly fine. The product evaluation will be performed and reported independent of the medical investigation. It was communicated the requested medical documentation was not available. Since no patient injury or surgical delay/other complications were alleged, patient impact beyond the reported use of a backup device would not be anticipated and no further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.